Event description:
Pt underwent placement of a permanent pacemaker for sick sinus syndrome. Before procedure completed, pt had a cardiac arrest requiring CPR and intubation. Pt taken to surgery and a perforation of the right ventricle was found and repaired. Pt taken to ICU but expired the following day.